Manufacturer narrative:
Internal report (B)(4). The device was evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 145 to 202 mg/dl. Customer feels well and observed no symptoms with the exception of having an unrelated infection and cough for which she is taking antibiotics. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 1:43pm) with result of 513 mg/dl and 445 mg/dl. Verified storage of test strips is within instructed specification since they are kept in bedroom. Test strip lot MFR's expiration date is 09/17/2016 and open vial date is around (B)(6) 2015. Recall test results performed from meter memory: memory 1:231mg/dl (B)(6) 2015 07:16am fasting: yes; memory 2:211mg/dl (B)(6) 2015 08:06pm fasting: yes; memory 3:184mg/dl (B)(6) 2015 09:10pm fasting: no; memory 4:176mg/dl (B)(6) 2015 09:23am fasting: no; memory 5:155mg/dl (B)(6) 2015 09:22pm fasting: no. Based on the customer's expected blood glucose results of 145 to 202 mg/dl and the highest fasting test result obtained of 513 mg/dl; the complaint is reportable - zone c. Adverse event not reported.